Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: the UDI # is not known as the part and lot number were not provided.

Event description:
It was reported that the procedure was to treat a perforation that occurred post orbital atherectomy. The patient was transferred for coronary artery bypass graft (CABG) and it was noted that the graftmaster covered stent failed to cross due to the anatomy. The patient ultimately expired. In the opinion of the physician, based on currently available information, the patient¿s death appeared to be associated with the overall clinical course following percutaneous coronary intervention (pci) and multiple surgical interventions, including two CABG procedures. No additional information was provided.